Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance the knot. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue, include, but not limited to, rail suture tensioned without distal advancement, with the knot pusher or non-rail suture is tensioned/advanced or incorrect tensioning angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was performed with three prostyle devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, post procedure, all 3 knots failed to advance. Two new prostyle devices were ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.